Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by nurse that the customer was hospitalized not diabetes related. The nurse stated she called to get assistance with site change; they were unable to get the insulin pump to turn on and noticed a crack. The insulin pump had battery issues, there is a piece broken off in the battery chamber. The customer's blood glucose was 274 mg/dl. The nurse stated she believes the customer dropped the insulin pump, because the threads are chipped. Also, spoke with customer afterwards and confirmed the insulin pump also had a battery out limit. The customer stated he had low and high blood glucose, but it is due to him being a brittle diabetic. Advised customer to discontinue the use of the insulin pump and revert to back up plan.